Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the balloon of the bardex ic foley catheter would not deflate for removal. To deflate the balloon a needle was inserted into the stem to drain the fluid. No patient injury reported.

Manufacturer narrative:
The reported event was unconfirmed. A two way eggshell bardex latex foley was returned. The balloon was inflated with a 10 cc leur lock syringe with 10 ccs of water. There was no issues with inflation. The same syringe was use to passively deflate the balloon. No issues occurred during deflation. The balloon dimensions were found to be adequate per procedure. A device history record review was not required per the investigation. This catheter subassembly is found in trays :930116, 933016, 992116, 300316a, 303316a, 903316a, 320416a,333416a, a300316a,a303316a, a320416a, and a300316ac, single strip package: 0165si16, and subassembly sa7601293. As only the manufacturing number without any tray product catalog#: it cannot be determined the label the customer received. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the balloon of the bardex ic foley catheter would not deflate for removal. To deflate the balloon a needle was inserted into the stem to drain the fluid. No patient injury reported.